Event description:
The customer contact reported, "keypad lock doesn't work." No further event info was provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device was able to be programmed while the lockout switch was in the locked position. The probable cause was defective lockout switch on the peripheral printed circuit board. This report represents all the info known by the reporter upon query by hospira personnel.